Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: thandle broke during hip surgery it broke in half. I do not have any further information if it caused delays, or if any pieces were left in the patient, or if any adverse events were caused to the patient the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) - fw_ depuy t handle). The photo investigation revealed that white handle of the excel t-handle has broken in the middle at the intersection with the metal shaft. Previous investigations found based on the data acquired during failure analysis, the t-handles are cracking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the excel t-handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The handle broke in half during hip surgery.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any patient harm/consequence related to the event? No. B. Was there any surgical delay related to the event? If yes, what is the duration of the delay? No. C. Can you provide the valid product code and lot number of reported product ? No. D. Were the broken fragments retained in the patient? (Yes or no): if yes, did it involve additional intervention to remove retained fragments? (Yes or no): no.